Event description:
The ipp device was removed from the pt and a dynaflex device implanted, reason not indicated. Ams has requested add'l info. Info received on 12/9/97 indicates the device was removed from the pt previously, date not provided. Unable to obtain add'l info.